Manufacturer narrative:
The device was received not deployed with the needle cap attached to the bottom housing window. The pod was received in the not deployed position due to the needle cap still being attached, however the needle mechanism was noted to have fired into the needle cap. After removal of the needle cap the needle deployed. The download data shows that the pod completed both first and second priming sequences in the expected number of pulses and delivered 58 pulses in total before being deactivated. No alarms, timeouts or drive stalls were observed in the download data. During investigation, the needle mechanism was manually reset into its loaded position. Rotation of the ratchet gear deployed the needle mechanism as intended. Investigation found no damages or defects that would result in the reported needle deploying early. Although no problems were found, it could not be determined when the device deployed.

Event description:
It was reported by the patient's legal guardian that the needle deployed early before the pod was activated; this indicates a needle mechanism failure. No impact to the patient's glucose level was reported. The pod was not worn. As treatment, the patient placed a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.